Manufacturer narrative:
The 20mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's heart block remains unknown. However, the device was confirmed to have met manufacturing specifications upon return to aga medical and prior to shipment.

Event description:
According to the initial information received, a 20mm amplatzer septal occluder (aso) was successfully implanted; however, three (3) days post implant the patient experienced third degree atrioventricular heart block. The aso was surgically removed and the defect was closed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.